Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "cardiohelp hls 7.0 the oxygenator failed in less then 24 hour period (po2-130 on 100%). No sign of thrombus or clot. There was no change in delta p, no visible clot and no sign of plasma leakage". (B)(4).

Manufacturer narrative:
(B)(4). The item was requested for return to the factory for investigation. However, after several attempts to obtain the product, it was confirmed by the cardiac assist territory manager that the product could not be located by the customer and therefore would not be available or investigation. As a result, the failure could not be confirmed. Additionally, the set lot and the UDI of the hls module are not known, therefore a DHR review could not be carried out for this complaint. Based on the investigation and trending for the issue, a systemic issue is not indicated. As the product was not available for return, no investigation or determination of root cause was possible. No further investigation or action is possible or warranted in addition to continued periodic monitoring, and the complaint will be closed. Note that should the product sample become available for investigation, the complaint will be re-opened and an investigation will be carried out.

Event description:
(B)(4).